Event description:
The customer reported multiple issues with the device, including that it won't charge the battery and an external power interrupted message. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported multiple issues with the device, including that it won't charge the battery and an external power interrupted message. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.